Event description:
It was reported that the customer was in the hospital for issues not related to diabetes. However, the customer's blood glucose reading was 534 mg/dl. The caller needed assistance priming the insulin pump as it was alarming no delivery. Assisted the caller. The caller declined further troubleshooting as the customer's high blood glucose levels were explained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.